Event description:
It was reported that on 4th day of the treatment utilizing a pico, it was found the pump has not been working and all indicator lamps has illuminated. It was unclear when the pump stopped and/or if the dressing was compressed. It did not start again when the start button was pressed a few times, and the problem was not solved by exchanging batteries. The treatment was continued with a backup pico7. No patient harm or delay. The pump will be returned for investigation.

Manufacturer narrative:
We have now completed our investigation into the reported complaint. The batch record was reviewed and it could be confirmed that the products had progressed through a satisfactory release process which involved testing the product against the requirements of the finished product specification. There was also no issue identified during the manufacturing process that could have caused or contributed to the complaint problem. The returned pump was passed to our in house experts so a thorough technical analysis could be carried out to help to identify if there were any problems with the pump and/or what could have caused the reason for the complaint. Our experts have provided a report of the analysis undertaken, this confirmed that the device has failed due to a sudden pressure drop. This indicates that the device was possibly disconnected from the dressing, or that the drop in pressure was caused by an external source. Otherwise, the pump passed all the performance tests and showed to be functioning normally. Smith and nephew acknowledge customer concern and are continually investigating ways to develop and improve our products, however on this occasion no fault can be found with the returned device.